Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material however, blood was visible in the balloon which is consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the proximal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 03sep2021. It was reported that the balloon could not cross the lesion. The 20mmx2.0mm, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The device was directly removed, and the procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device investigations revealed a balloon pinhole located at the proximal end of the proximal markerband.